Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's service center for further evaluation. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and the airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer concludes that unit passed final test. Material number, catalog number, box h: evaluation method code, evaluation results code and conclusion code grid has been updated.